Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for this event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "[Overall inspection of the endoscope] 1. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the control panel, video connector, and light guide connector. 2. Visually inspect the electrical contacts on the video connector for corrosion. 3. Visually check that there are no abnormalities such as cracks, dents, edges, or scratches on the appearance of the insertion tube. 4. Visually check that there are no abnormal slacks, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, endoeye flex 3d deflectable videoscope leaked near oredome. There were no reports of patient or user harm associated with this event. The device was returned to olympus and upon evaluation at the repair center, the adhesive around the objective lens was peeled. This report is being submitted for the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's original reported issue of leak was confirmed, due to a pinhole on the universal cord causing water tightness to be lost. The following additional findings were also noted: deformed video connector and video connector case, dirty video connector case, assorted scratches, crack on the video connector, incorrect indication on the light guide connector, cut on the protector of the video cable section, deformed video cable, discoloration on the fe lever, chip of the adhesive on the bending section cover and discoloration of the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.